Manufacturer narrative:
The implant was returned on (B)(6) 2016.

Event description:
The dentist reported when manually torqued in the implant with the implant mount, the screw tip of the implant mount was broken. The dentist performed an extract of the implant and placed a new one in the same surgery.

Manufacturer narrative:
Additional information:the implant mount was not received. The dentist stated that they used a mount from the navigator kit; without the product, item number, or lot number the complaint could not be verified. The tapered implant was received. There was some bone tissue present on the tapered tip of the implant surface. There was no evidence of any wear or physical damage that could be seen to the implant, its surface, or to the internal hex. The implant appeared to be in functional condition. The lot number for the implant mount was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.